Event description:
The technician indicated that the bed has no electrical ground.

Manufacturer narrative:
The technician found the ground pin missing on the power cord. The technician replaced the power cord to repair the bed.